Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip. Analysis was unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the insulin pump was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump was programmed with a test glucose meter and communicated properly. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked case at the reservoir tube window corners and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was dropped and the reservoir area was cracked. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.